Event description:
It was reported that the patient had a new two-lead spinal cord stimulator implanted. Following the implant, the patient did not experience relief from his pain and suspected that the stimulator implant was not working, which was confirmed by his treating physician. About a month after the implant, the device was removed from the patient¿s body. A replacement device was not implanted. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.(B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).